Event description:
During follow-up, excessive battery discharge was observed. The unloaded battery voltage dropped from 3.1v to 2.6v in three months. The physician has elected to continue to monitor the pt and is planning to replace the device.